Event description:
It was reported that the patient fell asleep on a plane without their neck pillow which caused the spinal cord stimulation (scs) lead to migrate. The patient underwent a procedure where the lead was removed and replaced with a new one. Post operatively, the patient was recovering without complications. The lead will not be returned as it was retained by the hospital.